Manufacturer narrative:
H.6. Investigation summary: 1 photo and 1 representative sample was returned for evaluation. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. The investigation was not able to confirm the what customer had experienced as the sample passed visual inspection and manual safety inspection. Hence, root cause is unable to be determined.

Event description:
Material no: 386803, batch no: 8086304. It was reported that during use of the cathena 20gx1.00in straight bc the needle failed to retract and resulted in the needle separating from the hub. The following information was provided by the initial reporter: interviewed CT tech in person today when she communicated to me that the needle did not retract after insertion. CT tech, was using a 20g cathena, has not experienced any prior issues during the conversion, she uses a 2 hand technique for insertion (had previously used a 2 handed technique for IV insertions). She inserted the catheter, saw the instaflash, lowered and threaded the catheter. She then went to pull the needle out when it then separated from the hub and she did not hear a click.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 386803 batch no: 8086304. It was reported that during use of the cathena 20gx1.00in straight bc the needle failed to retract and resulted in the needle separating from the hub. The following information was provided by the initial reporter: interviewed CT tech in person today when she communicated to me that the needle did not retract after insertion. CT tech, was using a 20g cathena, has not experienced any prior issues during the conversion, she uses a 2 hand technique for insertion (had previously used a 2 handed technique for IV insertions). She inserted the catheter, saw the instaflash, lowered and threaded the catheter. She then went to pull the needle out when it then separated from the hub and she did not hear a click.